Event description:
Ff/emt's responded to a person described as in cardiac arrest. According to the reporter, when the device was connected to the pt and powered up, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. Another device was called for and immediately used and no adverse affects to the pt were reported as a result of the alleged malfunction.